Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin. The customer declined to reload the cartridge in order for the pump to re-calculate the fill estimate, and will continue using the current cartridge for continued insulin therapy. Additionally, the customer received multiple incomplete bolus alerts and incomplete temporary rate alerts, as the customer did not back out of the bolus menu and temporary rate menu before closing the pump screen. Tandem technical support educated the customer on the proper method of closing the pump screen and the functions of the alerts. The customer's blood glucose level was reported to be 325 mg/dl, which was addressed with a correction bolus via the insulin pump.